Manufacturer narrative:
Product analysis: the valve was discarded therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 months, eight days following the implant of this transcatheter bioprosthetic valve (tav) into an existing surgical valve (sav), the valve was explanted due to the deep implant of the valve which impacted the patient's hemodynamics. The tav in sav did not resolve patient's unacceptable gradient. A surgical valve was implanted successfully. No additional adverse patient effects were reported.